Manufacturer narrative:
The device was not returned, but defect was confirmed via customer supplied image. The reporter of this event was a distributor. This device was not put into patient use. There were no adverse events associated with this complaint. The device was manufactured in august of 2018, the exact date is unknown. Tidi will continue to monitor and trend customer complaints and take action as appropriate. Customer complaint (B)(4). During a retrospective review with the FDA help desk, it was determined that this complaint was initially sent to the test region and not the FDA production region. Therefore, this required a resubmission of this MDR.

Event description:
Edge of the product was sealed in the packaging. During a retrospective review with the FDA help desk, it was determined that this complaint was initially sent to the test region and not the FDA production region. Therefore, this required a resubmission of this MDR.